Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: device was returned and evaluted. Customer complaint was duplicated. Replaced both hard drives on the cns (central monitoring system). Software was reloaded, tested and unit was burned prior to shipping back to customer. Repaired unit was shipped back to the customer.